Event description:
It was reported that the patient presented with fatigue and dyspnea. Upon interrogation, the device was at its elective replacement indicators prematurely. The device was explanted. No patient complications have been reported as a result of this event. It is also noted that two days post implant, the patient had presented with inappropriate therapy that was resolved with reintervention.